Event description:
The manufacturer received information alleging a patient passed away in a home environment. The information indicates the ventilator was failed to alarm. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
After receiving further information. Section adverse event/product problem in box b: adverse event or product problem has been updated/corrected in this report.